Event description:
In 2000, the pt underwent a l5/s1 laminectomy with application of adcon-l. Two months later the pt presented with a one week history of a bad postural headache. An MRI performed later that month revealed a "benign postop cyst or pseudomeningocele". The pseudomeningocele was treated with bedrest. The pt did not receive an epidural blood patch and did not undergo reoperation. The physician reports that the pt is presently "back playing sports" without further sequelae.